Event description:
Litigation alleges that the patient suffers from pain, numbness, and popping in her hip as well as cobalt chromium poisoning.

Manufacturer narrative:
The complaint was updated because the patient was revised and add'l information became available. The investigation remains closed, as none of the new information will change the outcome.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 2/19/16, 2/22/16, 2/23/16, & 2/29/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported patient with clicking/popping/grinding in right hip, patient felt hip instability and chromium and cobalt levels were greater than 7 parts per billion per doctor's report. Revision surgical report noted cup/neck impingement with a significant notch in the femoral neck, metallosis, black tissue with granulomatous debris, gray stained fluid, corrosion at the taper, and osteolysis of the trochanter. Stem will be added for elevated metal ions and lot updated on femoral head. The complaint was updated on: mar 3, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2012 - the complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2012 to address pain, increased metal ions, and a malpositioned cup. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event; however, the initial reporting stated it was not suspected that the device failed to meet specifications or contributed to the reported event. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers from pain, numbness, and popping in her hip as well as cobalt chromium poisoning. **update** - (B)(4) 2012 - the complaint has been reopened because it has been reported that the patient was revised on (B)(4) 2012 to address pain, increased metal ions, and a malpositioned cup.